Manufacturer narrative:
Although the spectrum autopass suture passer needle is expected, it has not yet been received for evaluation. Upon receipt of this device and completion of the evaluation, a follow-up report will be submitted with the evaluation findings.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with a spectrum suture passer in an open rotator cuff repair, the tip of the needle broke off. As reported, the tip breakage was not discovered until after the procedure was completed and the surgical site had been closed up. The surgical site was reopened but the tip was not located. The needle tip was later found in the tip of the bottom jaw of the spectrum suture passer. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The used spectrum autopass needle was returned to conmed for evaluation on 19-jan-2016. Visual examination noted the tip portion that had broken off from the needle was also returned. The device was inspected with a microscope and evaluated by the r&d engineer. This analysis determined that the broken tip has a fracture surface consistent with a ductile fracture. This is possibly the result of cyclic fatigue or over-stress (kinking of the needle or needle striking a hard surface). This lot (B)(4) was manufactured on 25-sep-2015. There has been no other similar complaint received for this item and lot number combination. A 2-year review of complaint history shows there have been twenty-three (23) similar complaints received for this product. During this same time frame, approximately (B)(4) units have been shipped worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there has been no patient long term adverse effect resulting from this type of incident. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The use of this product is technique dependent. The risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.